Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. Therefore, there is no expiration date for this product. This is not an implantable device and is na. Actual device was evaluated in the field. Initial reporter was an it manager. This was a hardware related issue and was resolved by updating several drivers and firmware. There is a potential for data loss when a server crashes, however, there was evidence of data loss with this malfunction. No event occurred. This is not a single use device. (B)(4).

Event description:
It was stated by the initial reporter that when trying to shut the server down to install a new fax card, the server only rebooted. During the initial investigation remotely controlling the server and performing the same steps, the server successfully shut down and everything worked correctly. After further investigation, using the dynamic system analysis logs (dsa), eight updates were needed including several drivers and firmware. No patients were involved in the malfunction, and there is no evidence of patient data loss.